Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the stimulation was in undesired location, each group only had one program. Group a was in the left hip where they wanted it but not quite in the right spot, group b was in the leg, group c was in the pelvis. The patient checked their device with their programmer, and confirmed that the stimulation was on. They did have the ability to change stimulation. It was reviewed to try increase or decrease stim if medically appropriate, did not resolve the issue. The patient did not have adaptive stim. They did try another group, made appropriate adjustments and did not resolve. The patient was to follow-up with the health care professional (hcp). The patient was going to call the manufacturer representative (rep) and make an appointment for reprogramming, they had left hip pain. It had gradually gotten worse since implant. The patient fell once other than that no other changes had occurred related to the hip pain and the stimulation in the wrong location. There were no steps taken to resolve the hip pain or stimulation in the wrong location, nothing at movement, they were going to arrange to meet with their rep at the office. Other relevant medical history includes non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.